Manufacturer narrative:
(B)(4) .

Event description:
It was reported that atrial lead dislodgement was observed via x-ray. The lead was repositioned and when tested via the pacing system analyzer, the lead exhibited loss of capture, loss of sensing and low impedance. The lead was explanted and replaced successfully. There were no adverse consequences for the patient.